Event description:
The customer alleged no audible alarm. The customer's biomed dept inspected the device and verified no audible alarm. The pulsed audio alarm assembly was replaced with a constant alarm assembly. The unit passed extended self testing and is now back in service with no further anomalies at this time. There was no pt harm associated with this malfunction.